Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail gas spring out of place. The technician placed the gas spring correctly in place to resolve the issue.